Event description:
While being showered in the congregate bath, pt was rolled up on one side against the siderail of the shower trolley. One of the latches (the lower clamp) fractured and the siderail released so quickly that the employee could not prevent the pt from falling to the shower room floor.